Event description:
It was reported that during preparation for a dilatation procedure, preparation difficulties were encountered. Upon attempting to connect the maverick2 monorail ptca catheter to an unspecified manometer, difficulty was encountered due to compatibility issues. No pt injuries or complications were reported. The procedure was completed successfully with another balloon. The pt's status was reported as "no consequences". Returned device analysis revealed a pinhole in the balloon.

Manufacturer narrative:
The device was returned with the product mandrel inserted and a balloon protector attached. A visual examination of the returned device revealed 2 balloon pinholes located at the distal marker band. This device was connected to an encore inflation device successfully and was pressurized to 12 atm for 60 seconds and again at 14 atm for 60 seconds. The tip was visually and microscopically examined and no issues were noted with it's profile that could have potentially contributed to the complaint incident. The mfg records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).